Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the minor chips on the pink probe and the missing thixotropic adhesive at the forceps cover was traced to a component failure and for the foreign object present inside the channel, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a foreign object lodged inside the forceps passage channel, no thixotropic adhesive at the forceps cover, and minor chips on the pink probe. There was no patient involvement.